Manufacturer narrative:
The patient started to experience dyspareunia in (B)(6) 2008, vaginal pain and bleeding in (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01857. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2008 and a sling was used. It is unknown which date the device was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a mesh repair procedure on (B)(6) 2008 due to pelvic floor collapse and anterior/posterior prolapse. Recurrent prolapse.

Manufacturer narrative:
Date sent to the FDA: 08/11/2017. Patient codes: (B)(4) urinary tract infection. It was reported that following insertion the patient experienced urinary tract infection and dysuria.